Manufacturer narrative:
There was a motor error alarm during basic occlusion test, due to slightly loose drive support disk. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he received a motor error on the insulin pump during basal rate insulin delivery. The customer's blood glucose level was not known. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.